Event description:
It was observed that during the device evaluation, the subject device exhibited the ccu plug of the video cable section damaged, the fiber bonding in the outer tube area (distal end) damaged and the r-unit broken therefore the image is not displayed. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit is broken and therefore the image is not displayed. Based on the results of the investigation, it is likely the following led to the malfunction: the ccu plug of the video cable section is damaged and the fiber bonding in the outer tube area (distal end) is damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid videoscope was cracked. The issue occurred during inspection for use. There were no reports of patient involvement.